Event description:
This is report 2 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis on an unknown date. It is unknown if the patient was hospitalized. The cause was unknown and the outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11j24049, h12h31095, h12l07031, and h12l13070 with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. Exact occurrence date is unknown.